Event description:
It was reported that the patient presented via merlin.net. Transmission revealed noise and inappropriate shock therapy on (B)(6) 2017. The patient presented to the hospital for a device check and was hospitalized that same day. The lead was capped and replaced on (B)(6) 2017. The patient's condition post procedure was stable.